Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: material rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Calcium deposits/calcification: unable to confirm as it is a medical event not related to the device. Cyst(s): unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported a left side rupture confirmed with imaging. Imaging report also identified, "granulomatous inflammatory reaction," cysts and microcalcifications. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.

Event description:
Healthcare professional reported left side rupture and "granulomatous inflammatory reaction with associated foamy histiocytes." The device has been explanted and replaced.